Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis found the helix lead fixation was bent. It was noted the helix was too bent to be tested. The lead was damaged at implant. (B)(4).

Event description:
It was reported that during the implant procedure the lead helix would not deploy completely. It was observed that the insulation was "crimped" near the right ventricular coil. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.